Event description:
An attempt to deploy the stent was unsuccessful. Upon removal of the device back to the iliac, the stent slipped off the balloon. A snare was utilized to retrieve the undeployed stent.